Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information was received. This rv lead was explanted due to a high out of range shock impedance measurement greater than 3,000 ohms. Also, the patient experienced lightheadedness.

Manufacturer narrative:
Additional information added to b5. H6 updated.

Manufacturer narrative:
Correction made to b5.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information was received. This rv lead was explanted due to a high out of range pacing impedance measurement greater than 3,000 ohms. Also, the patient experienced lightheadedness.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.